Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) 2024, performing a lower extremity thrombus aspiration, while withdrawing the catheter, the hemostatic valve at the tip of the sheath is found to be missing during used on the patient." The operator changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo and one video for analysis. The complaint of a separated sheath valve was able to be confirmed by the video. The video shows the inside of the hemostasis valve body, and the valve is not visible within. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, performing a lower extremity thrombus aspiration, while withdrawing the catheter, the hemostatic valve at the tip of the sheath is found to be missing during used on the patient." The operator changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".